Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the snap cap was missing from two reservoirs causing reservoir to not be able to lock resulting in a leak in reservoir compartment. Customer reported that there were no cracks or damage to insulin pump. Customer's blood glucose was unknown. Customer reported that faulty reservoirs were discarded. Customer was advised that reservoirs would be replaced.